Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during mixing the liquid and powder, despite clamping the blue handle together the liquid would not suck into the canister.

Event description:
It was reported that during mixing the liquid and powder, despite clamping the blue handle together the liquid would not suck into the canister.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : b7, e1, g1-2, g4, g5, h2, h6, h10. The device was not returned to the manufacturer. Therefore it could not be analyzed. However, the pictures received analysis show that the monomer pouches are still full. The mixing top is assembled to the cylinder but it's not screwed well (twisted). This could have caused a air leakage, preventing the monomer for entering the cylinder. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to available data, the most probable root cause is a user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.